Event description:
The arm of a gx765dc xray fell forward and struck a hygienist on the head. The hygiensis was transported to the emergency room where she received four staples to close a laceration on the top of her head. It was reported that the hygienist was not admitted to the hospital. Follow up with the hygienist in 02/06 revealed that she has recovered.